Event description:
The complainant reported that an impella cp pump was implanted to support a patient undergoing high-risk percutaneous coronary intervention (hrpci). Vascular access was obtained, and a 13 fr peel-away sheath was inserted without complication. During support, the optical sensor malfunctioned. The physician was notified and elected to proceed with the hrpci while monitoring motor current, flows, vital signs, and fluoroscopy. The hrpci procedure was successfully completed. The pump was eventually weaned and explanted, and the patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.